Event description:
It was reported to a 3rd party service agent that during a recent patient event, the customer's device showed an ECG rhythm of asystole when the patient's actual ECG was a normal sinus rhythm. This was performed using an ECG cable. The patient did survive and did not suffer any adverse effects as a result of the reported event. No further details about the patient or the event were available. Upon evaluation of the customer's device, the 3rd party service agent confirmed the reported issue, as well as observed that the device would not charge, in order to defibrillate, when prompted. It was later confirmed by the customer that defibrillation was not necessary during the patient event, which is why they were unaware of the observed charge issue until after the device was examined by the 3rd party service agent. Had defibrillation been necessary, a backup device was readily available.

Manufacturer narrative:
(B)(4). The 3rd party service agent examined the customer's device and verified the reported issue. The service agent observed that a capacitor, designator c51, on the biphasic pcb was burnt; however it is unknown if that contributed to the observed failure of the device to charge. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to a shorted and burned capacitor, designator c51 from the biphasic pcb assembly.